Event description:
It was reported that a caregiver requested assistance performing a full supply change for an ilet bionic pancreas using a steel infusion set and also reported an accidentally cracked cartridge during manual filling from an insulin pen. No clinical signs, symptoms, or conditions were reported. Outcomes included successful completion of the supply change with insulin delivery resuming and no health impact reported. User support included guided troubleshooting and education on the correct sequence for a full supply change, including cartridge replacement. Investigation of this case revealed proper device function with no alarms or malfunctions observed, correct reassembly and priming confirmed by visible drops and pump completion message, and user handling damage to a cartridge prior to the call. It was concluded, based on previously established findings for similar reports, that the cause was user technique during cartridge handling and a need for education on the correct supply change process.

Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.